Event description:
It was reported to philips that the device was not recognizing a newly installed battery. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One li-ion battery pack was returned for failure analysis. The reported customer problem of the battery not being recognized could not be verified/replicated in the lab. The battery was received without any charge and was able to charge in the heartstart mrx device. However, it took the battery longer than normal to charge. Additionally, the battery exhibited abnormal cf mode and vdq operation status flag conditions when received. The first condition cleared after a successful battery calibration test (bct). The second condition remained unchanged/abnormal, indicating an issue with the battery discharge cycle (invalid).

Event description:
It was reported to philips that the device was not recognizing a newly installed battery. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.